Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a right heart catheterization and a speed change (ramp) echocardiogram on (B)(6) 2015 to assess native heart function for recovery. The pump speed was ramped down from 8200 rpm to 7400 rpm to 6600 rpm. About 3-5 minutes after the lvad speed was changed to 6600 rpm, a spontaneous pump stop alarm occurred. The pump was immediately restarted and the speed was increased to 7000 rpm. After 5 minutes at 7000 rpm, the speed was again changed to 6600 rpm to finish the procedure. About 12 minutes later another pump stop alarm occurred while the speed was still at 6600 rpm. The pump was restarted again and the speed was changed back to 8200 rpm. The speed change test was finished at this time and the patient was transported back to their room. The patient was asymptomatic during the events.

Manufacturer narrative:
Approximate age of device - 7 months. It was reported that the lvad was turned off on an unspecified date as the patient's heart had partially recovered to an ejection fraction of (B)(6). The patient also had a driveline infection. The pump was explanted on (B)(6) 2015 but is not available for evaluation. These additional events are reported under medwatch MFR# 2916596-2015-00863. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation on 06/15/2015. A root cause for the low speed events and motor stoppages, which were confirmed through the evaluation of the submitted log file, could not be determined through the evaluation of the returned lvad pump. No device-related issues were discovered during the evaluation of the pump. The device was returned assembled with the driveline cut approximately 2¿ from the pump housing and the distal portion of the driveline was returned as well. The inlet tube was not returned; however, the remainder of the sealed inflow conduit (flex section and inlet elbow) was returned attached to the pump¿s inlet port. The outflow graft and outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the sealed outflow conduit (outflow graft bend relief and outflow graft bend relief collar) was returned detached from the device. Examination of the pump upon disassembly revealed depositions of loosely clotted blood and tissue like clotted blood throughout the inflow and outflow conduits as well as within the pump. A root cause for the formation of these depositions could not be determined; however these depositions all appeared to have developed acutely and would not likely would not have been present during support. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.